Manufacturer narrative:
Date sent: 08/07/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, the device stapled partially. Unknown how case was completed. There were no adverse consequences to the patient.